Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 8:45 pm she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: see scanned table. At 12:42 pm she called her healthcare provider who advised her to remove the pod and give a manual injection of insulin (exact dosage was not provided). Upon removal she noticed the cannula looks like it was not inserted into the infusion site. She stated that she felt the needle inserting during activation process.